Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Before 1:00pm, the patient reportedly lost consciousness. An ambulance arrived in less than 2 hours and treated with patient with 3 injections, including glucagon. The patient was transported to the hospital and discharged at 10:00pm. There was no documentation of further medical intervention. When the patient passed out, the cgm was reportedly 313 mg/dl while the bg was 90 mg/dl. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).